Event description:
Employee states that the patient had a lead where the helix broke off on the tricuspid valve and now the patient needs an MRI. Procedure was done in (B)(6) 2022. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).